Manufacturer narrative:
(B) (4).

Event description:
It was reported, the patient was experiencing "irregular stim" that was "not covering as well." The battery status was ok with 2.56v and 40-90% capacity. The patient was scheduled for a battery change as reprogramming did not help. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.